Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good item/lot number it is not certain if there were any quality issues against the finished good lot nor the surface component lot. Dehiscence is a known risk with any suture material. The most probably root cause for post operative dehiscence can not be determined with certainty based on the information provided. (B)(4); item number and finished good ot number - unknown.

Event description:
The surgeon reported that the stratafix suture was used for several mastectomy closures. He has had several patients return with dehiscence on the suture line and it appeared the suture has actually "broken" ref. (B)(4).